Event description:
It was reported that the patient experienced an overdose with cardiac arrest following a pump replacement. The previous pump was explanted due to infection (see manufacturer's report #: 3004209178-2012-00763). The new pump was re-started at the previous dose after the patient had not had therapy for several months. He was previously able to "function" with the pain "well controlled" at hydromorphone 1.7 mg per day and at .6601 mg per day he is not able to get out of bed. The pump contained the drug hydromorphone. The patient experienced breakthrough pain following pump replacement. The patient was considering a second opinion as he was told that the dose cannot be increased any further.

Event description:
Additional information: per healthcare provider (hcp), the event was caused by drug effects, post replacement operation; patient experienced hypotension and respiratory depression with new pump. The pump reservoir was turned off. Patient recovered and the drug dosage was managed by pain physicians. Pump and catheter were replaced. Patient was hospitalized, was observed after new drug pump and initiation of therapy. Patient was without injury. Drugs delivered via the device were dilaudid and clonidine. As of the date of this report, patient continued to have concerns regarding device or therapy, but was working with hcp. Patient had changed physicians on (B)(6) 2012 since patient was experiencing severe pain. The pain level was much better after the dose level was increased by 50% by current hcp.

Manufacturer narrative:
Catheter model #: 8709sc, lot # n223443005, implanted: 2009 (B)(6), explanted: unk, 8840 programmer, serial #: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.